Event description:
The customer reported that the first installation of the battery into the customer's new device, showed that the battery was showing in a low condition. With the amount of power available in the battery, the device could not have been used for sufficient defibrillation, if needed. There was not patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. Physio did evaluate the battery in question and verified the reported failure. Physio observed that this battery had approximately 4.8 minutes of use recorded and after a 1 amp load was attached to the battery, the voltage dropped from 12.695v to 8.3v. The cause of the reported failure could not conclusively be determined. The customer advised physio-control that another fully charged battery did function normally in the device. The customer received a replacement battery from physio.